Manufacturer narrative:
Preliminary revealed a normal functioning of the returned device.

Event description:
Reportedly, a patient-initiated transmission could not be performed and no progression lights were observed, despite green pit button and telemetry head correctly positioned. In addition, poor communication was noted in the previous months. Preliminary revealed a normal functioning of the returned device.

Event description:
Reportedly, a patient-initiated transmission could not be performed and no progression lights were observed, despite green pit button and telemetry head correctly positioned. In addition, poor communication was noted in the previous months.